Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Per sale's rep: when I followed up on june 28th to see how the customer was managing with the pleurx, the end user's spouse told me that the end user had gone back to the hospital with a pneumothorax. Apparently in addition to fluid leaking around the catheter exit, air had started to leak as well. The patient had been released from the hospital at that time and is managing at home.

Event description:
No additional information.

Manufacturer narrative:
(B)(6). Follow up emdr. No sample was returned for analysis. Consequently, the investigation was not able to confirm the reported failure mode through a sample evaluation. Although the reported failure mode could not be confirmed by the investigation it is only reasonable to assume after analysis of the complaint description that the most probable root cause for this failure was an inexperienced caregiver (patient¿s wife with limited training on the drainage device) using incompatible supplies (a mix of bd and medquest products). Additionally, all pleurx valves which leave the mannford facility undergo two (2) leakage tests. One leakage test is performed at nolato (supplier) and yet another valve leakage test is performed at the mannford facility. The pleurx valve most likely developed a leak only after leaving the manufacturing facility. Since the most probable root cause of the failure is an inexperienced caregiver using incompatible supplies under the direction of the attending physician, the investigation does not recommend any corrective or preventive actions for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.